Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not yet been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2020).

Event description:
It was reported that during the power port removal procedure, the device allegedly had a dislodged septum. It was further reported that the reservoir was popped out of the port casing. There was no reported patient injury.

Event description:
It was reported that during a cat scan, the device allegedly had a popping sound at the placement site. It was further reported that the port was removed and septum dislodgement was identified. Therefore the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: a sample evaluation could not be performed, as the device was not returned. Therefore, the reported dislodged port septum issue cannot be confirmed.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.